Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: dtba1d4, ICD, (B)(6) 2014. Product ID: 6935m62, lead, (B)(6) 2014. Product ID: 4087, competitor lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that several weeks after implant the patient developed an infection. The implantable cardioverter defibrillator (ICD) and leads were explanted. The patient is enrolled in the adapt response clinical study. No further patient complications have been reported as a result of this event. August 04, 2015: additional information was received regarding this event. It was further reported that the patient awoke with fever, diaphoresis, and malaise. Patient was sent to emergency room (ER) and found to have a pericardial effusion and was tachycardic. A chest tube was placed and drained a thick reddish exudate which was found to contain gram positive cocci. Patient was placed on intravenous antibiotics and underwent exploration of his thoracotomy incision and pacemaker pocket. This revealed infection in both locations. The device and epicardial leads were removed. Echocardiography showed resolved pericardial effusion but a large vegetation traversing the tricuspid valve and possibly adherent to one of the remaining endovascular leads. The patient underwent cardiopulmonary bypass, removal of the vegetative masses and endovascular leads, and open debridement of the infected areas. The patient was discharged home on IV antibiotics and the system was replaced on the right side approximately three months later.